Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specifications.

Event description:
A cryoablation procedure was performed using the arctic front catheter. A phrenic nerve injury occurred at approximately 1 minute into the first ablation in the right superior pulmonary vein ostium. The doctor was pacing the phrenic nerve at 2000 ms. Ablation was stopped immediately upon loss of phrenic nerve capture. Phrenic nerve function did not recover at the end of the procedure. The pt was discharged from the hospital on (B)(6) 2011 and appeared to be asymptomatic.